Event description:
The manufacturer recieved a bench repair request to verify the control sensor and obm air flow sensor failures during performance verification tests. The device was not in use. There is no report of any harm or injury. The device has been recieved by the bench servicer. Upon review of the error logs, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. The device is still pending final testing to evaluate the initial complaint. Therefore, this report will be filed as an initial. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device has been received by the bench servicer. Upon review of the error logs, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. The device passed all tests and ready for dispatch back to the customer.